Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user transitioned insulin from novolog to humalog while using the ilet system and experienced recurrent low blood glucose, with guidance received to refrain from announcing carbohydrates during this transition and subsequent follow-up by a trainer planned. Symptoms included hypoglycemia characterized by blood glucose dropping after carbohydrate intake and the need for overnight monitoring. Outcomes included no hospitalization and no device alerts or alarms reported. Investigation included a review of the event details and user report, with follow-up attempts for additional blood glucose information. Investigation of this case revealed no device malfunction reported or confirmed and no component failure identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.